Manufacturer narrative:
Neither the blood glucose meter nor the test strips have been returned to the manufacturer. The device has yet to be received by the manufacturer, should the device be returned, a supplemental report will be filed with the results of the testing.

Event description:
The patient reported that livongo blood glucose meter generated a blood glucose result of 560 mg/dl. The patient was not feeling well and called the paramedics. When the ambulance arrived the paramedics checked the patient's blood glucose with another meter (method and units unknown) and generated a blood glucose result of 44. The paramedics treated the patient with glucose tabs. In addition, the patient reported a complaint that their meter was not accurate. The meter was compared to a lab sample, and the patient's doctor reported the difference between the livongo meter and the lab sample was greater than 20%, although the exact method of the lab test is unknown. The patient was sent a replacement blood glucose meter and test strips.